Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the black wire on the fenestrated bipolar forceps was coming out during the movement. The procedure was completed with no reported injury. Intuitive followed and confirmed that customer no longer bothers with the instrument since it already arrived for inspection.

Manufacturer narrative:
The fenestrated bipolar forceps was found to have a broken conductor wire at the idler pulleys. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Common causes of broken instrument conductor wire are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.